Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had the ins replaced due to normal battery depletion , prior to the explant, c & 8 read over 8,000 ohms at 1.5 volts. High impedances did not impact patient's therapeutic settings. After the ins was replaced, c & 8 read 1,080 ohms. Surgeon could not explain high impedances other than possibly the extension had partially dislodged from the ins. Patient is now MRI eligible as impedances are normal. The issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.